Manufacturer narrative:
Results: zoom handles, load cells.

Event description:
It was reported by service report that there was intermittent zoom. No pt involvement or adverse consequences were reported.